Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage lead exhibited a helix issue as it could not be retracted and "could not be fixed." The lead was not used. No patient complications have been reported as a result of this event.